Manufacturer narrative:
One smiths cadd-legacy® 1 pump was returned for analysis in good condition. The delivery accuracy test was performed to verify the reported issue. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump failed the accuracy test and under delivered by 15.5 %. There was no reported injury to the patient.